Manufacturer narrative:
Other contact person is (B)(6). Updated fields: b4, d9, e3, g3, g6, h2, h3, h6(problem code, type of investigation, investigation findings, conclusion), h11. The getinge field service engineer reported that the customer biomed declined repair. Should more information become available in the future, the information will be updated.

Event description:
It was reported that, the cardiosave intra aortic balloon pump (iabp) malfunctioned. The following malfunctions were reported malfunctioning ECG leads, unspecified malfunction, gas loss alarm, high pressure alarms. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.